Manufacturer narrative:
The approximate age of the device is 3 years and 11 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient experienced a driveline fault alarm. The patient was reportedly hemodynamically stable and had no other complaints. Technical services reviewed the log files and recommended exchanging the system controller to confirm whether the driveline faults are authentic. They instructed the vad coordinator to perform 25 power cable disconnects with the new controller and send the new log files for review. This was performed and the driveline fault was confirmed to be due to a compromised wire. A distal end percutaneous lead replacement was performed and the driveline was returned to the manufacturer. An evaluation of the returned portion did not reveal the cause of the fault.

Manufacturer narrative:
Manufacturer's investigation conclusions: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported driveline fault alarms captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 19¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Rescue tape was observed approximately 2¿ through 17.5¿ from the metal connector. Removal of the rescue tape revealed damage to the silicone jacket along the entire length of the driveline. Visual inspection of the bionate revealed an area where the driveline was twisted approximately 10¿ from the metal connector. The metal braided shield was frayed along the entire length of the driveline and severe areas of breakdown were observed approximately 2¿-4.5¿, 5.5¿-7.5¿, 8¿-10.5¿, and 14.5-17¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The returned portion of the driveline was connected to a pump and operated on a standard h-q water loop for 30 minutes. The reported driveline fault alarms were not able to be reproduced despite manipulation of the wires. Following the repair, the patient was placed on a grounded cable and no alarms occurred. The patient remains ongoing on the device and no further events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient has been seen in clinic since the external percutaneous lead replacement and no driveline fault alarms have been seen in the history. Patient is home, doing well.